Event description:
It was reported that during one day post-op exam dfr00 intraocular lens iol) was explanted due to a mechanical failure. The incision was enlarged and a vitrectomy was performed. No sutures were used. No patient injury reported. No further information provided.

Manufacturer narrative:
Weight/ethnicity: unknown/asked but unavailable. Date of event: best estimate of date of event is between (B)(6) 2021 and (B)(6) 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
H10. Additional narrative, section a3. Gender, male. Section b5. Description of the event, per follow up, the mechanical failure was determined by the patient's visual complaint of constant hazy vision with driving and walking. The lens was not damaged. The lens was replaced with a bausch & lomb (b&l) s122uv +12.50. There was no patient injury. Patient is stable. Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on dec 9, 2022. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue with both haptics detached and missing. The lens was cleaned and inspected, and scratches were identified along with lens damage in the haptic region. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no other complaints were received for this po. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.